Event description:
A report was received that the patient underwent a revision. The patient's percutaneous leads were replaced with a paddle lead. The reason for the revision is unknown.

Manufacturer narrative:
Device was explanted. Additional suspect device components involved in the event: model: sc-2138-70,linear lead (phase iiia), 70cm. The leads passed both visual and photographic image inspection. This is the final report.